Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that boston scientific's medical records department was notified by the hospital that this patient had died on (B)(6) 2015. There were no reported allegations of device malfunction or that the use of the device caused or contributed to the patient's death.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for a scheduled implant procedure on (B)(6) 2015 (following an extraction procedure on (B)(6) 2015). A single chamber implantable cardioverter defibrillator and right ventricular (rv) defibrillation lead were implanted without incident. Defibrillation threshold testing was successfully completed (attempt 1, 26 joules, 48 ohms (distal coil-can)). During pocket closure, the patient developed electromechanical dissociation (no palpable radial pulse) and became unresponsive. Cardiopulmonary resuscitation (CPR) and advanced cardiac life support (acls) protocol was initiated. The pacing rate was reprogrammed to 90 ppm. Prior to patient transfer to the hospital¿s intensive care unit, a radial pulse was confirmed and the patient was intubated. Early the next day, the device was successfully interrogated, the pacing rate was reprogrammed per physician's order and no abnormalities were identified. Lead diagnostic measurements were within normal range. The patient¿s adverse event was again attributed to patient condition (anesthesia reaction).